Event description:
The disposable loading unit was used with a stainless steel instrument during a hysterectomy procedure. The staples did not lock properly. The surgeon manually sutured to complete the procedure. The hosp has reported that no pt injury occurred.